Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient's device was registering high impedance. No information of the diagnostics results was recorded other than the presence if high impedance. The patient is to have a surgical consult and replacement surgery, but no date has been set.